Event description:
It was reported that the patient died. It was reported that the patient presented with severe chest pain. A RotaLink Advancer, 1.25 mm RotaLink burr and RotaWire Drive were selected for treatment of the left circumflex (LCX) and left main (LM) arteries. Following rotablation, slow coronary flow was observed. Medications were administered to manage the patients condition. The patients blood pressure progressively declined and the patient experienced cardiac arrest. Direct current defibrillation and cardiopulmonary resuscitation were performed. Despite all efforts, there was no return of spontaneous circulation, no recordable pulse or blood pressure. The patient was declared dead. The official cause of death was slow flow and bradycardia.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.